Event description:
Inflammation was all over her body [inflammation] ([swelling of face], [swelling]) inflammation in both knees [joint inflammation] ([knee swelling]) applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue [off label use of device]. Case narrative: initial information was received on (B)(6) 2022 regarding an unsolicited valid serious case from a physician from mexico. This case involves a 60 years old female patient for whom it was reported that inflammation was all over her body, inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Also, applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. At the time of the event, the patient had ongoing meniscus tear (knee) and gonarthrosis of second degree almost third degree (knee). On (B)(6) 2022 (saturday), the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee for meniscus tear and gonarthrosis of second degree almost third degree at dose of 6 ml once (3 synvisc injections of 2ml each as a single dose; product prescribing issue - intensity: mild; off label use of device; latency: same day) (strength, lot, expiry date: unknown). The physician no longer had information on batch number. The technique was performed in a careful and correct manner verifying the return of synovial fluid from her knee by the doctor. The doctor mentioned that he applied 6 ml of synvisc (3 synvisc injections of 2ml each) since it was only a supplementation treatment, since he would later perform surgery on the patient for meniscus tear and gonarthrosis of second degree almost third degree. So, this treatment was only a management option. After the procedure the patient traveled to the beach and the patient contacted doctor on monday to notify him that since sunday (B)(6) 2022), the next day after the injection, the patient reported that both knees were swollen (joint swelling; intensity: mild, required intervention), her face was swollen (swelling face; intensity: mild; required intervention), presented inflammation in both knees (joint inflammation, required intervention) and that on monday (B)(6) 2022, latency: 2 days) the inflammation was all over her body (inflammation, required intervention) (swelling - intensity: mild, required intervention). The doctor asked the patient if she had consumed seafood, in order to rule out a possible food poisoning; however, the patient denied having consumed seafood during that time. The doctor prescribed a treatment for a possible allergy described as an injection of dexamethasone and antihistamines and after a few hours the patient reported that the inflammation had gone down with the management indicated by the doctor. Additionally, the doctor asked if there was any protocol to treat possible reactions to the medication. He had never seen anything similar happen with any of his other patients. Patient did not experience any additional symptoms/events. There were no lab data/results available. The company suspect product was not inappropriately used as per local marketing authorization. Action taken: not applicable for off label use of device, drug withdrawn (discontinued) for rest both events corrective treatment: one injection of dexamethasone and antihistamine for both the events at time of reporting, the outcome was recovered on (B)(6) 2022 for the event inflammation was all over her body and inflammation in both knees, unknown for off label use of device a product technical complaint was initiated with global ptc number 100262422 and results were pending for the same additional information was received on (B)(6) 2022 from patient's physician. This case previously processed as non-serious was upgraded to serious as the patient received dexamethasone (steroid treatment) for the treatment of reported events. Hence, events were considered as serious with criteria of intervention required. Events added.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022. This case involves a 60 years old female patient who had inflammation all over her body, and inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient received one injection of dexamethasone and antihistamines for the reported events and inflammation had gone down with this treatment. Based on the available information, causal relationship between the events and suspect device as assessed as possibly related due to the feasible temporal gap in the occurrence of events and known safety profile of synvisc one. However, further information regarding patient¿s medical history, allergic history, past medications, and other risk factors would aid in better case assessment.

Event description:
Inflammation was all over her body [inflammation] ([swelling of face], [swelling]) inflammation in both knees [joint inflammation] ([knee swelling]) applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue [off label use of device]. Case narrative: initial information was received on 12-sep-2022 regarding an unsolicited valid serious case from a physician from mexico. This case is linked with case ID (B)(4) as multiple devices suspect for same patient. This case involves a 60 years old female patient for whom it was reported that inflammation was all over her body, inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Also, applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. At the time of the event, the patient had ongoing meniscus tear (knee) and gonarthrosis of second degree almost third degree (knee). On (B)(6) 2022 (saturday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in right knee for meniscus tear and gonarthrosis of second degree almost third degree at dose of 6 ml once (3 synvisc injections of 2ml each as a single dose; product prescribing issue - intensity: mild; off label use of device; latency: same day) (lot, expiry date: unknown, strength: 48 mg/6ml). The physician no longer had information on batch number. The technique was performed in a careful and correct manner verifying the return of synovial fluid from her knee by the doctor. The doctor mentioned that he applied 6 ml of synvisc (3 synvisc injections of 2ml each) since it was only a supplementation treatment, since he would later perform surgery on the patient for meniscus tear and gonarthrosis of second degree almost third degree. So, this treatment was only a management option. After the procedure the patient traveled to the beach and the patient contacted doctor on monday to notify him that since sunday ((B)(6) 2022), the next day after the injection, the patient reported that both knees were swollen (joint swelling; intensity: mild, required intervention), her face was swollen (swelling face; intensity: mild; required intervention), presented inflammation in both knees (joint inflammation, required intervention) and that on monday ((B)(6) 2022, latency: 2 days) the inflammation was all over her body (inflammation, required intervention) (swelling - intensity: mild, required intervention). The doctor asked the patient if she had consumed seafood, in order to rule out a possible food poisoning; however, the patient denied having consumed seafood during that time. The doctor prescribed a treatment for a possible allergy described as an injection of dexamethasone and antihistamines and after a few hours the patient reported that the inflammation had gone down with the management indicated by the doctor. Additionally, the doctor asked if there was any protocol to treat possible reactions to the medication. He had never seen anything similar happen with any of his other patients. Patient did not experience any additional symptoms/events. There were no lab data/results available. The company suspect product was not inappropriately used as per local marketing authorization. Action taken: not applicable for off label use of device, drug withdrawn (discontinued) for rest both events. Corrective treatment: one injection of dexamethasone and antihistamine for both the events. At time of reporting, the outcome was recovered on (B)(6) 2022 for the event inflammation was all over her body and inflammation in both knees, unknown for off label use of device a product technical complaint was initiated on 12-sep-2022 for synvisc (batch number: unknown) with global ptc number: (B)(4). Sample status was not available. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to determine if a CAPA (creative and preventive action) is required. The final investigation was completed on 12-oct-2022 with summarized conclusion as no investigation possible. Additional information was received on 22-sep-2022 from patient's physician. This case previously processed as non-serious was upgraded to serious as the patient received dexamethasone (steroid treatment) for the treatment of reported events. Hence, events were considered as serious with criteria of intervention required. Events added. Based on the previously received information, suspect product was updated from synvisc one to synvisc. Listedness was updated for inflammation from listed to unlisted. Based on the previously received information, ptc results was added.

Manufacturer narrative:
Sanofi company comment dated 28-sep-2022. This case involves a 60 years old female patient who had inflammation all over her body, and inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient received one injection of dexamethasone and antihistamines for the reported events and inflammation had gone down with this treatment. Based on the available information, causal relationship between the events and suspect device as assessed as possibly related due to the feasible temporal gap in the occurrence of events and known safety profile of synvisc. However, further information regarding patient¿s medical history, allergic history, past medications, and other risk factors would aid in better case assessment.

Event description:
Inflammation was all over her body [inflammation] ([swelling of face], [swelling]) inflammation in both knees [joint inflammation] ([knee swelling]) applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue [off label use of device]. Case narrative: initial information was received on 12-sep-2022 regarding an unsolicited valid serious case from a physician from (B)(6). This case involves a 60 years old female patient for whom it was reported that inflammation was all over her body, inflammation in both knees after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Also, applied 6 ml of synvisc (3 synvisc injections of 2ml each) as a single dose/product prescribing issue. The patient's past medical treatment(s), vaccination(s) and family history were not provided. The patient had no medical history, concomitant disease, or risk factor. At the time of the event, the patient had ongoing meniscus tear (knee) and gonarthrosis of second degree almost third degree (knee). On (B)(6) 2022 (saturday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in right knee for meniscus tear and gonarthrosis of second degree almost third degree at dose of 6 ml once (3 synvisc injections of 2ml each as a single dose; product prescribing issue - intensity: mild; off label use of device; latency: same day) (strength, lot, expiry date: unknown). The physician no longer had information on batch number. The technique was performed in a careful and correct manner verifying the return of synovial fluid from her knee by the doctor. The doctor mentioned that he applied 6 ml of synvisc (3 synvisc injections of 2ml each) since it was only a supplementation treatment, since he would later perform surgery on the patient for meniscus tear and gonarthrosis of second degree almost third degree. So, this treatment was only a management option. After the procedure the patient traveled to the beach and the patient contacted doctor on monday to notify him that since sunday (B)(6) 2022, the next day after the injection, the patient reported that both knees were swollen (joint swelling; intensity: mild, required intervention), her face was swollen (swelling face; intensity: mild; required intervention), presented inflammation in both knees (joint inflammation, required intervention) and that on monday (B)(6) 2022, latency: 2 days the inflammation was all over her body (inflammation, required intervention) (swelling - intensity: mild, required intervention). The doctor asked the patient if she had consumed seafood, in order to rule out a possible food poisoning; however, the patient denied having consumed seafood during that time. The doctor prescribed a treatment for a possible allergy described as an injection of dexamethasone and antihistamines and after a few hours the patient reported that the inflammation had gone down with the management indicated by the doctor. Additionally, the doctor asked if there was any protocol to treat possible reactions to the medication. He had never seen anything similar happen with any of his other patients. Patient did not experience any additional symptoms/events. There were no lab data/results available. The company suspect product was not inappropriately used as per local marketing authorization. Action taken: not applicable for off label use of device, drug withdrawn (discontinued) for rest both events. Corrective treatment: one injection of dexamethasone and antihistamine for both the events. At time of reporting, the outcome was recovered on 12-sep-2022 for the event inflammation was all over her body and inflammation in both knees, unknown for off label use of device. A product technical complaint was initiated with global ptc number (B)(4) and results were pending for the same. Additional information was received on 22-sep-2022 from patient's physician. This case previously processed as non-serious was upgraded to serious as the patient received dexamethasone (steroid treatment) for the treatment of reported events. Hence, events were considered as serious with criteria of intervention required. Events added. Based on the previously received information, suspect product was updated from synvisc one to synvisc. Listedness was updated for inflammation from listed to unlisted.